Event description:
The customer and his mother reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 530 mg/dl, which was treated via manual injection. He declined troubleshooting for the high blood glucose, stating that he felt much better by the time of the call. The customer did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and declined to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.